Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve was available for the time frame from february 2017 to may 2019. The base impedance was around 65 ohms with recurrent decreases to <25 ohms. Furthermore the provided iegm freezes demonstrated artefacts on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead has demonstrated high voltage impedance several times out of range. The lead remains implanted at this time. Should additional information become available, this file will be updated.